Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for evaluation, the reported defect could not be confirmed. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to d8 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. However, on contacting the customer, stated that the issue has been fixed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed the error b30 (scope communication error). The procedure occurred during preparation for use for a diagnostic unspecified procedure. There were no reports of patient harm.